Manufacturer narrative:
Info provided in this investigation has been reviewed by the post market clinical staff. Abdominal and inguinal hernias are a well known complication of peritoneal dialysis; the fact that this pt had multiple adhesions which needed to be lysed, indicates that this pt also had multiple prior abdominal surgeries, which are the primary reason why a pt would develop abdominal/inguinal hernias. The hernia in this event, given the need to lyse adhesion, was likely pre existed. There is no history of device malfunction and an investigation on the device has not been performed. This event of a hernia is not likely caused or contributed by the user of the cycler. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
Info was provided by peritoneal dialysis pt and medical records from his clinic. On (B)(6) 2014, the pt was admitted for outpatient surgery due to a malfunctioning pd catheter and a symptomatic umbilical hernia. The pt had a laparoscopic removal and insertion of a pd catheter, repair of umbilical hernia and lysis of adhesions. The pt's peritoneal dialysis nurse reported that the pt was having drain complications due to an abdominal hernia. This caused the catheter to migrate which made draining for the pt difficult.